Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted during testing. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they were nauseous and vomiting. The customer's blood glucose was 273 mg/dl at the time of incident. The customer's blood glucose was 340 mg/dl at the time of hospitalization. The customer's blood glucose was 174 mg/dl at the time of call. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done and no air bubbles and leaks were found. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump was returned for analysis.